Event description:
The customer stated that elevated architect ca19-9 results were generated. The sample was tested on the i2000sr analyzer with an initial result of 42.96 u/ml and a retest result of 45.76 u/ml with lot 25836m500 . The sample was tested on the i1000sr analyzer with an initial result of 24.44 u/ml and a retest result of 26.91 u/ml with lot 28177m500. The sample was then tested on another i2000sr analyzer with results of 28.20 u/ml and 26.92 u/ml with lot 25836m500. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified for the issue under investigation. Accuracy testing was completed using a retained kit of lot 25836m500. The testing met the acceptance criteria indicating acceptable product performance. The architect ca 19-9xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.